Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left forearm. A 4.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilation. During the procedure, on the first inflation at 10 atmospheres during pressurization, the balloon ruptured. The device was removed without any problem and no damage was observed. The procedure was not completed due to the same device not available. There were no complications reported and patient status was good.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left forearm. A 4.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilation. During the procedure, on the first inflation at 10 atmospheres during pressurization, the balloon ruptured. The device was removed without any problem and no damage was observed. The procedure was not completed due to the same device not available. There were no complications reported and patient status was good. This device was discarded.